Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 24-jan-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving a lioresal with concentration 2000 at a dose rate of 150 via an implantable pump for cerebral palsy and intractable spasticity. It was reported that the patient had no complaints or symptoms, and the expected reservoir volume versus actual reservoir volumes regarding refills were correct as well. However, when performing a pump replacement for normal elective replacement indicator (eri), the currently implanted catheter looked like it was revised previously without the manufacturer¿s knowledge. It was now a 3-piece catheter. The catheter had a kink in the pump pocket and a tangled mess of catheter on the back was further described. There was no cerebrospinal fluid flow out of the catheter. There were no known environmental/external/patient factors that may have led or contributed to the issue. The catheter was replaced with new when performing the pump replacement. The complete catheter was explanted and discarded by the hcp. The issue was resolved as of the time of the report. The patient was without injury regarding their status at the time of the report. Other medications (oral, etc.) The patient was taking at the time of the event was unable to be obtained. The patient¿s weight and medical history were indicated as having been requested but were unknown. It was noted that the hcp had no further information regarding the event. No further patient complications have been reported as a result of this event.